Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a doctor noticed glistening on symfony intraocular lenses (iol) that he had bilaterally implanted into a patient 3 months ago. In addition, the patient complained of blurry vision and flashing of lights. A zxt225 21.5 diopter iol was implanted into one of the operative eyes on (B)(6) 2017. However, it was not specified whether it was the left or right. Reportedly, the surgeon is considering an explant in the next few months, but it was not specified which eye will be explanted first. The lens will be replaced with a non-amo conventional monofocal iol. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in one of the patient's eye. A separate report will be filed for the companion eye.